Event description:
Reportedly, the instrument did not completely fire. The anvil came off of its track, causing bleeding on the staple line. This required surgeon intervention which was to suture to control the bleeding.